Manufacturer narrative:
Insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had a crack on the lcd screen and half of the plastic was missing on the reservoir compartment. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.